Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The defect will be monitored and re-evaluated based on the post market data.

Event description:
Overdose drug limits can be set for single doses and lifetime doses and co-signs can be required for each. It is possible that an order containing drugs with a single dose limit with no co-sign and cumulative dose limit with co-sign will not be flagged with a warning when the cumulative dose limit has been exceeded. It is therefore possible to deliver a dose larger than the lifetime dose recommended for this medication. Based on the available information, there was no mistreatment. There have been no reports from the field, this issue was found internally.